Event description:
It was reported that, "right acetabular revision due to inflammatory reaction from polyethylene debris."

Manufacturer narrative:
Method - review of device history and complaint history: device history review determined that all devices in the reported lot were accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events and there have been no other events for the reported lot ID. An evaluation of the device cannot be performed as the device was reportedly destroyed in removal and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.